Manufacturer narrative:
A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported anterior capsule tear with posterior capsule extension in a patient's left eye during laser assisted cataract surgery. At beginning of separating the lens material after laser procedure, surgeon noticed the material was not handling as usual. The doctor noticed a small amount of vitreous during the beginning stage of phacoemulsification. A toric intraocular lens was planned to be implanted but surgeon reverted to a three piece intraocular lens which was placed in the sulcus. The surgeon felt that the capsule may have had a weak area but he did not think it would have resulted in a tear had he made a manual capsulorhexis. The surgeon stated that the laser capsulotomy was complete and free floating but still feels that the tear happened as a byproduct of the laser on this particular tissue.